Event description:
It was reported by the patient that the implantable cardioverter defibrillator (ICD) moved and was now down next to their arm pit. The ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of concomitant medical products: 6996sq58 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.